Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02395 and 0001822565-2017-02396.

Event description:
It was reported by legal counsel that the patient was revised approximately two years post implantation due to loosening. There were no complication or delays reported.